Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced exposed vaginal mesh, pain, erosion, extrusion, infection, unspecified urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, discomfort with urination, burning at end of urination (burning sensation), protein/leukocyte esterase/cloudy appearance/white blood cells/mucus in urine, escherichia coli/group b streptococcus, enterobacter aerogenes/klebsiella pneumonia, enterococcus in urine (bacterial infection), blood in urine (hematuria), recurrent urinary tract infection (uti), cystitis (inflammation), pelvic pain, mixed urinary incontinence, dysuria, depression, anxiety, irritability/crying (emotional changes), abdominal pain, hip pain (joint pain), scattered inflammatory lesions (inflammation), adhesions, blood loss, frequent diarrhea, nausea, urinary frequency, bulge from vagina, bleeding after intercourse, tender band of exposed mesh, granulation tissue, atrophy, back pain, vaginal discharge, small spots on perineum from use of retractor, unspecified vasomotor symptoms, urinary urgency, decreased libido, shrinking clitoris, urinary hesitancy, double voiding, difficulty starting urinary stream, vaginal dryness, difficulty starting urine stream, urethral stenosis, atrophic vaginitis, urge incontinence, vaginal itching, vaginal candida (fungal infection), pressure with urination, suprapubic discomfort, urinating blood, abdominal bulge, intermittent abdominal pain, incarcerated umbilical hernia, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced palpable sling in superior vaginal wall with tenderness, acute cystitis, post-menopausal bleeding, irregular mesh contours, absent libido, urine leakage, large bowel adhesions to the anterior abdominal wall, walls of the pelvis as well as the vaginal cuff, erythema of umbilical incision, stress urinary incontinence, weak stream, foley catheter insertion, vaginal packing, multiple antibiotics for recurrent urinary tract infections, prophylactic antibiotics, soaks with epsom salt, cranberry capsules, cranberry juice, rocephin intramuscular injections, urinary analgesics, baby wipes after voiding, metrogel and flagyl for prophylactic bacterial vaginitis, empiric keflex for umbilical wound infection, topical estrogen, antifungals, excision of vaginal mesh, revision of anterior repair, cystoscopy and placement of ureteral stents ((B)(6) 2012), laparoscopy with extensive enterolysis, cystoscopy and urethral dilation ((B)(6) 2012), estrogen and testosterone pellet insertion ((B)(6) 2012), revision of vaginal cuff, excision of exposed vaginal mesh, cystoscopy, placement of lighted ureteral stents ((B)(6) 2013), cystoscopy with bilateral retrograde pyelogram, selective cytology, and bladder biopsy dilation ((B)(6) 2015).